Manufacturer narrative:
The customer was able to troubleshoot the leak with the help from customer technical service (cts) over the phone. The customer found a leak in the tubing through pinch valve pv37. Cts assisted the customer with the replacement of the defective tubing through pv37, which resolved the leak. The customer also stated that the instrument had generated an "ambient temperature" error because the fluid had leaked onto the peltier module. Cts advised the customer to power unit off and disconnect connectors on peltier module and wipe down the connectors using methanol to dry them; reconnect and power the unit on again, which resolved the error. The instrument ran without leaks or errors and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 10 ml from below a coulter lh 500 hematology analyzer during startup. The leak was not contained within the instrument. The customer reported that ambient temperature error messages had been generated at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.